Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had failed battery alarm. Customer¿s blood glucose value was 145mg/dl. Troubleshooting was performed. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare professional¿s instruction. Insulin pump will be returned for analysis and a replacement pump will be sent.

Manufacturer narrative:
Pump passed sleep current measurement, active current measurement, self test and displacement test. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No unexpected low battery alarm or failed battery test alarm noted during testing or in the pump trace download. Unit was received with broken battery tube threads, cracked case at corner of the belt clip rails, cracked case along the side of the battery tube, peeling serial number label, scratched case, cracked lcd window, minor scratched lcd window and cracked select button keypad overlay.